Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16.5 mm from the distal end. The grasping section had a mark contacted with the probe. The fracture surface of the probe showed that crack developed around the broken point. The proximal side of the tissue pad was worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During a procedure of uterus by laparoscopy, two subject devices were used. In the procedure, the probe was broken off. The fragment was retrieved within a few minutes. The user changed another device. The probe was warped off after a few times. The probe was broken off when the user got off the subject device outside the patient. The intended procedure was completed with another device. There was no patient injury reported. However, three devices were returned to olympus medical systems corp. (Omsc). All were found that the probes were broken off. This is the report regarding the breakage of the probe. This is the second one of three reports.